Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/17/2020. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch phk078; mfg date: 7/24/2019, exp date: 6/30/2021. Batch pc6689 ;mfg date: 3/19/2019, exp date:12/28/2021. A manufacturing record evaluation was performed for the finished device phk078 possible batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device pc6689 possible batch number, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an opened box with unopened samples of product code mcp4260, lot phk078. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. It was received for analysis an opened box with unopened samples of product code mcp4260, lot pc6689. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The thread came of the needle during use. There were no adverse patient consequences reported.